Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: 7143591 was reported, however, this lot# was manufactured for 2 different possible catalog #s. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 unspecified bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter: the consumer reported no insulin flow during priming with bd ultra fine nano pen needle 4mm x 32g. Date of event: unknown. Samples: not available.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that 1 unspecified bd nano¿ 2nd gen pen needle was unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming with bd ultra fine nano pen needle 4mm x 32g. Date of event : unknown. Samples : not available.